Event description:
This serious unsolicited device case was received from united states on (B)(4) 2013 from a nurse via a sales representative. This case concerns a (B)(6) female pt who experienced flare reaction in right knee (arthritis flare up), right knee effusion and complained that her "right knee was not getting better but getting worse" (sub-therapeutic response) after receiving treatment with synvisc one. Relevant medical history included osteoarthritis knee pain in right knee. Past drugs, concomitant medications and concurrent conditions were not reported. On (B)(6) 2013, the pt received treatment with synvisc one injection at a dose of 6 ml, once (route of administration, batch/ lot number and expiration date: unk) into right knee for osteoarthritis knee pain in right knee. On (B)(6) 2013 (3 days after synvisc one injection), the pt called back and reported that she was experiencing flare reaction with swelling, increased pain and warmth in the right knee. It was unknown at that time, if the pt received any treatment for her symptoms. On (B)(6) 2013 (6 days after the injection), the pt complained that her "right knee was not getting better but getting worse" (sub-therapeutic response). On (B)(6) 2013, the pt went to an unk orthopedic surgeon and had fluid drained out of her right knee (right knee effusion; amount of fluid aspirated was unk). On (B)(6) 2013, the pt was travelling but she still had problems with the right knee, so she went to another unknown orthopedic surgeon and had an orthoscopic washout with a scope. On (B)(6) 2013, the pt had another orthoscopic washout with a scope from the same unknown orthopedic surgeon and the same day, she was put on antibiotics (drug name, dosing regimen not provided) for two weeks and was scheduled for total knee replacement at that time. Later on (B)(6) 2013, pt came back to the same unknown orthopedic surgeon and had second ten-day treatment of antibiotics (not specified at the time of report). On (B)(6) 2013, when the pt returned to her original orthopedic surgeon (where she got first injection of synvisc one), her right knee was found to be improving and swelling was nearly gone. The pt cancelled total knee replacement from her last "unknown orthopedic surgeon" and rescheduled it with her "original orthopedic surgeon". Corrective treatment: arthrocentesis and orthoscopic washout with a scope for right knee effusion; orthoscopic washout with a scope and antibiotics (unspecified) for flare reaction in right knee (arthritis flare up). Outcome: the outcome for the event of "flare reaction in right knee" and right knee effusion was recovering/resolving and was unknown for the event of "right knee was not getting better but getting worse."

Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same. Pharmacovigilance comment: sanofi company comment dated on 11/15/2013: this case concerns a pt who developed arthritis flare up in right knee after receiving treatment with synvisc one for right knee osteoarthritis. Although, the role of right knee after receiving treatment with synvisc one for right knee osteoarthritis. Although, the role of device cannot be ruled out based on device-event temporal and anatomical relationship; however, the role of underlying osteoarthritis in causation of the event cannot be ruled out. Info regarding pt's history of allergies has been requested for better medical evaluation.